Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13020). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was fine after the event.